Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: sc-2352-50, model: m365sc2352500, serial: (B)(6), batch: 7079088. Product family: scs-linear leads, upn: sc-2352-70, model: m365sc2352700, serial: (B)(6) , batch: 7080463/7077952.

Event description:
It was reported that the patient was not getting pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was not getting pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the two explanted leads will not be returned, as they were discarded by the medical facility.